Event description:
During follow up, the left ventricular (lv) lead was unable to capture and an x-ray examination indicated the lv lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications. An x-ray and visual inspection of the lead found no anomalies. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the dislodgement and no capture could not be conclusively determined.